Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, the blade broke after about an hour of use. It was taken up from out of the body. Another device was used to complete the case. There were no adverse consequences to the pt.